Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2022. During the procedure, the balloon was inflated to 18mm for 1 minute and 19mm for 1 minute with no issues. However, when inflated to 20mm the balloon popped inside the patient. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 16mm from the tip. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole found could have been interpreted by the customer as the reported event of balloon burst. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2022. During the procedure, the balloon was inflated to 18mm for 1 minute and 19mm for 1 minute with no issues. However, when inflated to 20mm the balloon popped inside the patient. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.